Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels in the 50's mg/dl. Low bg causes were not known. Customer consumed carbohydrates to address bg. The customer reverted to an alternate method of insulin therapy.